Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The component was installed on a test system and motion calibration and system ready performed as expected. All movement, including door open and close actuation, as well as both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient involved in this event. A medtronic field service engineer visited the site and found that the gantry door closes but still shows "door open" on the pendant. The gantry controller toggles the connection on dmc smart terminal. The door switch is adjusted correctly and is closed, but the controller is reading it differently. He replaced the gantry controller, reloaded firmware, homed the controller. Performed a system check out. O-arm fully functional after part replacement. Suspect gantry controller has been returned to manufacturer, but analysis not yet completed.

Event description:
A site biomed representative reported that the site is having difficulty closing the gantry. He reported that it seems to drag or stick when closing. No patient present.